Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited undersensing and led to false pause episodes. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.